Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the issue. The system was verified and ready for use.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report non-intuitive motion on universal surgical manipulator (usm) 3. The surgeon felt the same issue with two different instruments. Site confirmed that there was no obstruction or collision with usm 3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate usm from the surgeon console. The movements of the surgeon scaled appropriately to the usm. The usm did not move in the intended direction. Timing of usm movement was appropriate. No shakiness and/or friction was experienced/observed. No report of any instrument-to-instrument or system arm-to-arm interference. The issue was intermittent. Usm temporarily moved in unwanted directions and otherwise worked normally. The issue was noted just once. No harm to patient.